Event description:
Pieces of cotton fluff sticking out tampon, came off [device breakage]. Case narrative: consumer reported via e-mail that cotton fluff was sticking out of the tampon. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.